Manufacturer narrative:
(B)(4). Concomitant medical products: 157446 ¿ m2a magnum head ¿ 819880, 103203 ¿ taperloc femoral stem ¿ 229210, 139254 ¿ m2a magnum taper ¿ 263430. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11160.

Event description:
It was reported that patient underwent a left hip revision approximately 10 years post implantation due to metallosis. The surgeon removed and replaced the cup and head components. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed with medical records received. Primary op notes were reviewed and no complications were noted. Revision op notes were reviewed and identified patient was revised due to failed hip arthroplasty. Metallosis was noted with no significant pseudotumor. Head and cup were replaced. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.